Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a discrepancy between the actual volume in the bag versus the volume to be infused (vtbi) displayed on the pump. The clinician stated that the "IV lines running dry." There was patient involvement but no harm. Bd has learned additional information. It was reported that "the vtbi stated on the pump versus what was left in the bag varied by approx 40mls but was recognised before the infusion was completed." The event was "during nightshift..." The total volume of the bag was "100ml," "possibly with added magnesium 10mmol into normal saline." The rate of infusion was 100ml/hr. And the vtbi was 100ml. It was noted that the 100ml infusion was completed in "approx 50-55 mins instead of 60 mins."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a discrepancy between the actual volume in the bag versus the volume to be infused (vtbi) displayed on the pump. The clinician stated that the "IV lines running dry." There was patient involvement but no harm.